Event description:
It was reported that a detached rotawire guide wire was received at the (B)(4) investigation site.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: the device received presented a detachment, proximal end was not returned. The visual and tactile inspection performed revealed a fracture at 156.8 cm from the distal end. The proximal side of the wire was not returned for analysis. Further analysis of the fracture section indicates that the failure was due to a mechanical cut (shear tool) and evidence of force applied to the wire. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a detached rotawire guide wire was received at the (B)(4)investigation site.